Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replaced drive board. Adjusted both potentiometers. System passed all tests. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000953r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the system was unable to drive forward. Image acquisition system (ias) would drive backwards but site reported that it was moving quickly. They were able to drive forward manually when moving the clutch. There was no patient involved.

Manufacturer narrative:
H2) the motion control pcba was returned to the manufacturer for analysis. Analysis found that confirm reported complaint. Installed motion control pcba in test system. System booted and readied. 1.832vdc voltage measured across tp10 and tp23 and 5.031vdc across tp8 and tp23 confirm voltage drifted and drivability issues. Expecting voltages for both between 2.4vdc and 2.6vdc. B01,c02,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000953r, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.